Event description:
Philips received a complaint by the customer on the v60 indicating that a blower stalled message was on the system. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The power management board was replaced to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.